Manufacturer narrative:
(B)(4)

Event description:
The customer reports: the tip of the catheter detached during catheter used. The tip didn't stay inside the patient.

Event description:
The customer reports: the tip of the catheter detached during catheter used. The tip didn't stay inside the patient.

Manufacturer narrative:
(B)(4). The customer returned one ptd catheter for investigation. The sample was visually examined and no anomalies were found. The black pebax tip was undamaged. The basket was fully formed and all welds were present. The length from the distal weld to the end of the black pebax tip measured approximately .56", which is within specification. Functional testing was performed by attaching the catheter to a lab inventory rotator drive unit. The catheter rotated as expected. The basket retracted/deployed in and out of the sheath as expected. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) supplied with this kit states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long , untreatable conditions or large pseudo aneurysm. The reported complaint of ptd tip separation could not be confirmed by complaint investigation. The returned catheter contained no defects or anomalies and dimensional analysis confirmed the entire pebax tip was still attached to the catheter. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.